Event description:
When IV catheter was removed from pt's vein, part of catheter (almost 1/2 inch) was missing. Pt's arm was x-rayed and missing portion could be visualized just proximal to insertion site. Pt was taken to surgery, but catheter tip has moved an could not be retrieved.